Event description:
It was reported that the customer claimed there was an insulin overdose on a patient. Bd later learned the following information: the event occurred on 11nov2025 at 5:17pm. The patient's insulin levels were off and they experienced a significant drop in blood glucose. The patient had to do blood sugar checks every 10 minutes for the next hour. It was noted that regarding the patient's outcome, "he was fine." The patient was admitted for diabetic ketoacidosis. The insulin was a routine order with a volume to be infused of either "90 or 100" and was programmed using the drug library.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer claimed there was an insulin overdose on a patient. Bd later learned the following information: the event occurred on 11nov2025 at 5:17pm. The patient's insulin levels were off and they experienced a significant drop in blood glucose. The patient had to do blood sugar checks every 10 minutes for the next hour. It was noted that regarding the patient's outcome, "he was fine." The patient was admitted for diabetic ketoacidosis. The insulin was a routine order with a volume to be infused of either "90 or 100" and was programmed using the drug library. Bd clinical consultant later provided the following additional information on 22 january 2026. The insulin infusion was initiated in the emergency department using a premixed 100 units/100ml bag and a standard bd alaris infusion set, and upon arrival to the ICU the receiving nurse observed the IV bag was nearly empty with fluid noted on the pump and pole, despite the infusion having run only a short time. The pump module and IV set were replaced and a new insulin infusion was started, after which a single drop in blood glucose occurred and then stabilized. No alarms were reported, and it was unclear whether the IV set was loaded correctly or whether other infusions were running concurrently. Guardrails drug library settings for insulin were confirmed to be appropriate in both the emergency department and critical care profiles, and pharmacy confirmed routine use of premixed insulin bags stocked in omnicell, with compounding at the same concentration if unavailable.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: other relevant history, device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pump module was found to be infusing within specification with no observances of unregulated flow occurring. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal and external inspection did not observe any anomalies related with the reported issue; the door latch sear was also found to be properly closing the administration set safety clamp when the door was opened. A review of the pump module error logs showed no errors related with the reported incident. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, drug information, volume infused and programming parameters beyond rate and volume to be infused (vtbi). On november 11, 2025, at 4:01 pm, the last infusion recorded was programmed with the suspect device with a rate of 4.9ml/h and vtbi (volume to be infused) of 4.9ml. At 4:49 pm the infusion was paused, then, the pump module was powered off. No further infusions with the suspect device were performed. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported over infusion could not be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.